Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old caucasian female patient involved in a study underwent a primary breast augmentation with a 355cc mentor memoryshape breast implant. Post-operatively, the patient experienced a rupture on the right side, which was confirmed via mammogram. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On september 28, 2022, the product was returned to mentor for evaluation. On october 03, 2022, mentor became aware that the suspect device was replaced with a 375cc mentor memoryshape breast implant. On october 04, 2022, mentor conducted a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the 355cc breast implant was found to be ruptured. Additionally, siltex cracking was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received (262966). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer's reference number: (B)(4).